Event description:
It was reported that a cage broke intra-operatively while the mating plate was being removed because the plate would not seat into the cage. The cage and plate were removed and replaced with a competitive construct to complete the procedure without patient impacts. Device evaluation by the manufacturer found the plate had also fractured. This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation product was returned. Inspection revealed that the cage is clearly cracked. Potential cause root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during insertion. DHR review per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use this device is used for treatment. Reference report 3004788213-2022-00008. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a cage broke intra-operatively while the mating plate was being removed. The cage was removed and replaced with a competitive construct to complete the procedure without patient impacts.